Event description:
The customer reported that they had observed negatively biased ratios for their reactive anti-hcv quality control fluid. The reagent metering probe on the analyzer was partially occluded. This tyep of malfunction could cause falsely elevated troponin I results to occur to a magnitude that might initiate a cardiac catheterization. There was no report of pt harm as a result of this event.